Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2ph short nail surgery, a mistarget by a target device was confirmed at distal oval hole. The targeting to the true circle hole was correctly. Finally, the surgeon finished the surgery without a screw to the distal oval hole. After the surgery, a tab deformation of the nail adapter was found. But a nail was able to be attached to the nail adapter during the surgery.

Manufacturer narrative:
The evaluation revealed the targeting arm to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 3 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The reported misdrilling could be confirmed; a functional inspection revealed that a sample drill contacted heavily both distal nail hole rims and the lowest proximal nail hole rim of a sample nail. It was found that the targeting arm bow, made of cfr-material, is slightly deformed to one side. No signs of multiple usages or multiple sterilizations were visible. The DHR review includes a 100% inspection of the function, all 5 devices passed the inspection successfully; therefore a deformed targeting arm during manufacturing can be excluded. The targeting arm bow must be become deformed during usage or cleaning. Further information regarding sterilization history like time of sterilizations cycles and sterilization method were requested without success. Most likely the targeting arm became deformed due to too high temperatures during sterilization plus the targeting arm was not placed in its dedicated place within the metal t2 phn tray. Due to this the targeting arm stands on two wings and the bow. Anyway, the exact root cause could not be determined. The IFU contains that all instruments shall be checked prior to every surgery regarding correct functionality; furthermore the instructions for cleaning, sterilization, inspection and maintenance contains that all instruments shall be sterilized and stored in their special storage places in the trays. The provided nail adapter is damaged at the connection pegs but a functional test shows no deviations; therefore it was classified as concomitant item. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
During t2ph short nail surgery, a mistarget by a target device was confirmed at distal oval hole. The targeting to the true circle hole was correctly. Finally, the surgeon finished the surgery without a screw to the distal oval hole. After the surgery, a tab deformation of the nail adapter was found. But a nail was able to be attached to the nail adapter during the surgery.